Event description:
As reported by the user facility: integrilin gtt infusing by pump #jne 4183 was set at 14.94 ml/hr. Pump record showed rate at 14.94, amt infused was 36.44 ml and infusion time was 2 hr and 24 mins. A 100 ml of integrilin bottle was empty. (B)(4).